Event description:
It was reported that the patient implanted with this right ventricular (rv) lead attended a device follow up to reprogram the device due to atrial fibrillation (af). However, rv capture was observed to be intermittent and pacing thresholds were high at 4v. The patient had no symptoms. X-rays were performed and the rv lead was found to be dislodged. A lead revision procedure was performed and this lead was successfully repositioned. No additional adverse patient effects were reported outside of the need for re-intervention. The lead remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.